Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that the needle 26x3/8 ib experienced difficult plunger rod movement. The following information was provided by the initial reporter: material no. 305110, batch no. Unknown. It was reported there was plunger movement difficulty. (1 of 2 complaints): crm intake notes: description of issue: customer reported that insulin is not coming out of the syringe and needle (while not inserted into fill port of cartridge. Customer stated she tried pressing down on the plunger with more force, but it still does not move not release any insulin. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: choose one: 26 g, 3/8¿ needle ¿ 305110. Product lot number: 8284970. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Contact: (B)(6). Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required. Goodwill replacement so customer does not run low. Note: product category = needle/syringe issue.